Manufacturer narrative:
The shaft is broken in the rear area at the holes. In addition, there are signs of use corresponding to age. The article was already produced in 2016 and used accordingly often. On the shaft can be seen that the original labeling was taped off and the shaft was reworked, so it can be assumed that this was a third-party repair. It cannot be determined which other repairs were carried out. The root cause is most probably user related. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Initially received information: planned procedure: prostate laser enucleation. Problems encountered: the broken inner sheath of the resector scope remained in the bladder. Enucleation procedure without difficulty. The inner sheath may have presented a problem at the beginning of the procedure because the back light source seemed to be slightly deflected in rotation. No problem to note until the removal of the resector before morcellation. Upon removal of the resector scope, the absence of the back light was noted. Examination of the resector scope shows that the inner sheath is in fact broken along almost its entire length downstream of the zone of attachment to the outer sheath. It is impossible to remove this sheath endoscopically with forceps because the end is very sharp and there is a risk of damaging the urethra. Therefore, a conversion with a mini bladder size is decided. Endoscopy completed in laparoscopy. The patient is fine. Further information received: a bladder incision had to be made when the procedure was natural. The procedure was extended by one hour. No additional hospitalization was necessary.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).